Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-july-21, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (4,100 mcg/ml, 1,212 mcg/day) via an implantable pump for intractable spasticity and post spinal cord injury. Information received reported the patient was admitted to the emergency room on (B)(6) 2019, exhibiting signs and symptoms of baclofen overdose including hypotonia and low body temperature. There were no environmental factors that contributed to the issue. There were no diagnostics performed. The patient's daily dose was decreased 20% from 1,212 mcg to 970 mcg/day to see if the patient would regain some of their muscle tone. The rep was notified by the patient's managing physician on (B)(6) 2019, that the patient started to experience some spasms in their legs yesterday after their daily dose was decreased 20% on friday. There have been no adjustments to the patient's daily dose since. The issue was not resolved at the time of this report. The patient's status was alive - no injury. On (B)(4) 2019, additional information was received from the manufacturer representative (rep). It reported "the cause of the over dose have been resolved". The patient's daily dose was decreased. Their current daily dose was 1,014 mcg/day. The patient remained in the hospital for observation. On (B)(4) 2019, additional information was received from the manufacturer representative (rep). They clarified that the patient was no longer experiencing overdose symptoms and the cause for the overdose has not been determined.